Event description:
It was reported that this right ventricular lead exhibited high out-of-range pacing impedance measurements, which led to this cardiac resynchronization therapy pacemaker (crt-p) triggering a lead safety switch to unipolar mode. During the unipolar configuration, it was noted pacing inhibition due to myopotential noise. As a result, the patient experienced syncope. A revision procedure was performed and the rv lead was surgically abandoned. A new rv lead was placed. No additional adverse patient effects were reported.